Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the partial view of unsealed packaging kit and along with partial view catheter. Catheter was noted be stuck below the packaging sealed area and catheter was noted to be melted in the stuck area. Manufacturing review was performed and revealed that the distal tip of the catheter was completely flattened and adhered to the edge of the inner tray in the sealing area. Manufacturing review verified and confirmed that the catheter was caught in the seal area. Manufacturing process indicated that this damage is related to the process of placing the catheter inside the internal tray and sealing. Therefore, the investigation is confirmed for the reported catheter found stuck to the plastic packaging and unusable and identified melt issues. The root cause was determined to be manufacturing related. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Prior the procedure in the right internal jugular vein, it was noted that the catheter was found stuck to the plastic packaging during inspection, rendering it unusable. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Prior the procedure it was noted that the catheter was found stuck to the plastic packaging during inspection, rendering it unusable. There was no patient contact.